Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately seven years three months post filter implant, imaging demonstrated a detached filter limb and other structures extending beyond the lumen of the inferior vena cava. There was no reported retrieval procedure. The status of the patient was not provided.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, imaging revealed ivc filter strut fracture with other structures extending beyond the lumen of the ivc. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2013).

Event description:
It was reported through the litigation process that approximately seven years three months post filter implant, imaging demonstrated a detached filter limb and other structures extending beyond the lumen of the inferior vena cava. There was no reported retrieval procedure. The status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and blood clot passed through heart and into lungs. At some time, post filter deployment, it was alleged that the filter struts detached and perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut remained in abdominal area and the patient reportedly experienced abdominal burning pain; however, the current status of the patient is unknown.